Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Liver abscess [liver abscess] . Disseminated intravascular coagulation [disseminated intravascular coagulation] . Respiratory arrest [respiratory arrest] . Cardiac arrest [cardiac arrest] . Septic shock [septic shock] . Increase of ascites (abdominal distension) [ascites]. Elevations of hepatic enzyme levels [hepatic enzyme increased.] Elevation of bilirubin [blood bilirubin increased]. Pyrexia [pyrexia] . Dc bead loaded with epirubicin hydrochloride [off label use of device] . Case description: initial information received on 19-jul-2016: this spontaneous medical device report was received from a physician via the company distributor and concerned an (B)(6) male patient. The patient's past medical history included gastrectomy 40 years ago, cholelithiasis, invertebral disc herniation and radiotherapy at an unknown date. The patient's concomitant medication was not reported. The patient's concomitant diseases included hepatic cirrhosis and (B)(6). On (B)(6) 2016 the patient underwent transarterial chemoembolization (tace) with 2 vials dc bead loaded with epirubicin hydrochloride for an unknown indication (lot number and expiration date not reported). On (B)(6) 2016 the patient experienced septic shock. On (B)(6) 2016 the patient experienced liver abscess and disseminated intravascular coagulation and died. The cause of death was not reported. The reporting physician considered the events liver abscess and disseminated intravascular coagulation as possibly related to dc bead. The causality assessment between dc bead and death was unknown. The company considers the events as serious (fatal, medically significant). Moreover, the company considered this case an off-label use of dc bead, since dc bead is indicated only for use with doxorubicin and irinotecan and not with epirubicin. Follow-up information received on 19-aug-2016: additional information was obtained regarding the patient's current condition: underlying disease: hcc (hepatocellular carcinoma), hepatic cirrhosis (complicated). Pre-tace condition of hcc: number of tumors: 2, tumor size (maximum diameter): 30 mm, child-pugh classification: class b, 7 points. On an unknown date in (B)(6) 2015 the patient visited the gastroenterology department of the reporter's hospital with abnormal hepatic function on referral from a local physician. He was (B)(6). Based on the imaging findings, he was diagnosed with hcc. The patient was referred to the gastroenterology department for tace. All relevant laboratory results were added in the dedicated section. On an unspecified date in (B)(6) 2015 b-tace was performed. On an unknown date in (B)(6) 2016 with the onset of multiple lesions, deb-tace was considered necessary and performed using dc beads. As CT suggested viability of the residual tumor, the patient was admitted to the hospital for retreatment on an unknown date in (B)(6) 2016. On (B)(6) 2016 tace was performed using dc beads (100-300 microm) 1.1 vials loaded with 80 mg/vial of epirubicin. Degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference): slow. Embolization site and range: s6/segment, s2,3/segment. On (B)(6) 2016 elevations of hepatic enzyme levels and bilirubin were noted which were considered to be post-tace changes. On 24-jun-2016 the patient's wbc peaked out. Crp continued to increase. On (B)(6) 2016 pyrexia peaked out. No pyrexia was noted from (B)(6) 2016 to the date of the patient's death. On (B)(6) 2016 a blood test again revealed the increase in inflammatory markers. On (B)(6) 2016 a CT revealed a marked increase of ascites (abdominal distension), and liver abscess (caused by gas-producing bacteria). The location of the liver tumor and the site of tace almost matched. The dic score was suggestive of dic (disseminated intravascular coagulation). Therapy with antibacterial agent and ffp administration were initiated for dic. Upon consultation with the surgery department, drainage was considered unnecessary and laparotomy was considered infeasible judging from the patient's liver function. Per the surgeons, there was no treatment option other than monitoring the patient's current condition. On the same date ((B)(6) 2016), vomiting and respiratory arrest occurred, followed by cardiac arrest. The patient was confirmed dead. The cause of death was liver abscess. It was unknown if an autopsy was done. The physician reported that the event disseminated intravascular coagulation was deleted as dic occurred secondary to liver abscess. Number of tace received by the patient: three (two with dc bead). The reporting physician stated that the factors that may have been the cause of the development of liver abscess were the underlying disease (hcc) and hepatic cirrhosis (complicated), the embolization site and range, the size of the product used and anticancer drug epirubicin hydrochloride (that was loaded onto the beads). Case comment: the events liver abscess, disseminated intravascular coagulation, respiratory arrest, cardiac arrest, septic shock, ascites, hepatic enzyme increased, blood bilirubin increased, pyrexia and off label use are considered unlisted according to the dc bead current reference safety information. The reporting physician considers the event liver abscess as possibly related to dc bead. The causality assessment between dc bead and death is reported as unknown. The reporter considered the events hepatic enzymes increased and bilirubin increased as post-tace changes. The reporter did not provide a causality assessment for all other events. Despite the limited information available, given the temporal relationship, the company considered all events possibly related to dc bead treatment since its role cannot be ruled out. The causality assessment between dc bead and death was unknown. The off label use is not an event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Liver abscess [liver abscess]. Disseminated intravascular coagulation [disseminated intravascular coagulation]. Septic shock [septic shock]. Dc bead loaded with epirubicin hydrochloride [off label use of device]. Case description: initial information received on 19-jul-2016: this spontaneous medical device report was received from a physician via the company distributor and concerned an (B)(6) male patient. The patient's past medical history included gastrectomy 40 years ago, cholelithiasis, invertebral disc herniation and radiotherapy at an unknown date. The patient's concomitant medication was not reported. The patient's concomitant diseases included hepatic cirrhosis and (B)(6) infection. On (B)(6) 2016 the patient underwent transarterial chemoembolization (tace) with 2 vials dc bead loaded with epirubicin hydrochloride for an unknown indication (lot number and expiration date not reported). On (B)(6) 2016 the patient experienced septic shock. On (B)(6) 2016 the patient experienced liver abscess and disseminated intravascular coagulation and died. The cause of death was not reported. The reporting physician considered the events liver abscess and disseminated intravascular coagulation as possibly related to dc bead. The causality assessment between dc bead and death was unknown. The company considers the events as serious (fatal, medically significant). Moreover, the company considered this case an off-label use of dc bead, since dc bead is indicated only for use with doxorubicin and irinotecan and not with epirubicin. Case comment: the events liver abscess, disseminated intravascular coagulation and septic shock are considered unlisted according to the dc bead current reference safety information. The reporting physician considers the events liver abscess and disseminated intravascular coagulation as possibly related to dc bead. The causality assessment between dc bead and death is reported as unknown. The reporter does not provide a causality assessment for the event septic shock. Despite the limited information available on the case, given the temporal relationship, the company considered the events liver abscess and disseminated intravascular coagulation as possibly related and septic shock as related to dc bead since its role cannot be ruled out. The causality assessment between dc bead and death was unknown. The off label use is not assessable as an event. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Liver abscess. Disseminated intravascular coagulation. Respiratory arrest. Cardiac arrest. Septic shock. Increase of ascites (abdominal distension) [ascites]. Elevations of hepatic enzyme levels [hepatic enzyme increased]. Elevation of bilirubin [blood bilirubin increased]. Pyrexia. Dc bead loaded with epirubicin hydrochloride [off label use of device]. Case description: initial information received on 19-jul-2016: this spontaneous medical device report was received from a physician via the company distributor and concerned an (B)(6) male patient. The patient's past medical history included gastrectomy 40 years ago, cholelithiasis, invertebral disc herniation and radiotherapy at an unknown date. The patient's concomitant medication was not reported. The patient's concomitant diseases included (B)(6) cirrhosis and (B)(6). On (B)(6) 2016 the patient underwent transarterial chemoembolization (tace) with 2 vials dc bead loaded with epirubicin hydrochloride for an unknown indication (lot number and expiration date not reported). On (B)(6) 2016 the patient experienced septic shock. On (B)(6) 2016 the patient experienced liver abscess and disseminated intravascular coagulation and died. The cause of death was not reported. The reporting physician considered the events liver abscess and disseminated intravascular coagulation as possibly related to dc bead. The causality assessment between dc bead and death was unknown. The company considers the events as serious (fatal, medically significant). Moreover, the company considered this case an off-label use of dc bead, since dc bead is indicated only for use with doxorubicin and irinotecan and not with epirubicin. Follow-up information received on 19-aug-2016: additional information was obtained regarding the patient's current condition: underlying disease: hcc (hepatocellular carcinoma), (B)(6) cirrhosis (complicated). Pre-tace condition of hcc: number of tumors: 2, tumor size (maximum diameter): 30 mm, child-pugh classification: class b, 7 points. On an unknown date in (B)(6) 2015 the patient visited the gastroenterology department of the reporter's hospital with abnormal (B)(6) function on referral from a local physician. He was positive for hcv. Based on the imaging findings, he was diagnosed with hcc. The patient was referred to the gastroenterology department for tace. All relevant laboratory results were added in the dedicated section. On an unspecified date in (B)(6) 2015 b-tace was performed. On an unknown date in (B)(6) 2016 with the onset of multiple lesions, deb-tace was considered necessary and performed using dc beads. As CT suggested viability of the residual tumor, the patient was admitted to the hospital for retreatment on an unknown date in (B)(6) 2016. On (B)(6) 2016 tace was performed using dc beads (100-300 microm) 1.1 vials loaded with 80 mg/vial of epirubicin. Degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference): slow. Embolization site and range: s6/segment, s2,3/segment. On (B)(6) 2016 elevations of (B)(6) enzyme levels and bilirubin were noted which were considered to be post-tace changes. On (B)(6) 2016 the patient's wbc peaked out. Crp continued to increase. On (B)(6) 2016 pyrexia peaked out. No pyrexia was noted from (B)(6) 2016 to the date of the patient's death. On (B)(6) 2016 a blood test again revealed the increase in inflammatory markers. On (B)(6) 2016 a CT revealed a marked increase of ascites (abdominal distension), and liver abscess (caused by gas-producing bacteria). The location of the liver tumor and the site of tace almost matched. The dic score was suggestive of dic (disseminated intravascular coagulation). Therapy with antibacterial agent and ffp administration were initiated for dic. Upon consultation with the surgery department, drainage was considered unnecessary and laparotomy was considered infeasible judging from the patient's liver function. Per the surgeons, there was no treatment option other than monitoring the patient's current condition. On the same date ((B)(6) 2016), vomiting and respiratory arrest occurred, followed by cardiac arrest. The patient was confirmed dead. The cause of death was liver abscess. It was unknown if an autopsy was done. The physician reported that the event disseminated intravascular coagulation was deleted as dic occurred secondary to liver abscess. Number of tace received by the patient: three (two with dc bead). The reporting physician stated that the factors that may have been the cause of the development of liver abscess were the underlying disease (hcc) and (B)(6) cirrhosis (complicated), the embolization site and range, the size of the product used and anticancer drug epirubicin hydrochloride (that was loaded onto the beads). Final assessment on 20-sep-2016: no device failure has been identified as a result of these adverse events. It has been assessed that no corrective action is necessary at this time. This is a final report. Case comment: the events liver abscess, disseminated intravascular coagulation, respiratory arrest, cardiac arrest, septic shock, ascites, (B)(6) enzyme increased, blood bilirubin increased, pyrexia and off label use are considered unlisted according to the dc bead current reference safety information. The reporting physician considers the event liver abscess as possibly related to dc bead. The causality assessment between dc bead and death is reported as unknown. The reporter considered the events hepatic enzymes increased and bilirubin increased as post-tace changes. The reporter did not provide a causality assessment for all other events. Despite the limited information available, given the temporal relationship, the company considered all events possibly related to dc bead treatment since its role cannot be ruled out. The causality assessment between dc bead and death was unknown. The off label use is not an event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.